Event description:
The technician found the bed with a note that stated the bed was broken. The bed was located in the ground floor hallway at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician alleged he found that the left head brake caster and foot brake caster would not hold in brake mode. The most likely cause was normal wear and tear. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc and replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the left head brake cater and foot brake caster and brake caster supports to resolve the issue. Based on this info, no further action is required.